Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power was out, and the communicator was smoking. The patient using the communicator requested for a communicator power cord and not a communicator cellular adapter. The patient tried to use a different power cord for the communicator. The communicator started smoking. A boston scientific company representative discussed with the patient and advised to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.